Event description:
During in-house evaluation, the stopcocks were leaking due to cracks in the body. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
Product has been received from the customer; however, smiths has not yet completed the investigation. A follow up report will be filed as soon as the investigation has been completed.